Event description:
In 2006 the lay pt contacted lifescan alleging that his one touch ultra meter would not power on. The medical affairs specialist (mas) spoke with the pt 4 days later and then 2 days later to obtain/verify the following info: the pt takes glipizide, metformin, and glitazone oral diabetes medications twice a day; he did not know the specific dosages. The pt does not take insulin. He said he also takes several other medications, which are too numerous to list. He has chronic pain due to shrapnel and takes oral morphine 30 mg daily. The pt was unable to obtain a reading on the reported meter 18 days ealier, he took his medication as usual and felt shaky and had a dry mouth and leg pain. He went to the ER where a result of > 400 mg/dl was obtained on the ER device. He was treated with an insulin injection and sent home. He said a similar episode also occurred 14days later. The pt was not able to obtain a meter reading. He took his medication as usual and felt light-headed and ill. Ems was called. A result of 465 mg/dl was obtained on the ems meter. Emt's took the pt to the ER where he was treated with two insulin injections and released to home. The pt said no change was made in his home diabetes treatment regimen. He is scheduled for follow-up at the va for 8days later. The customer care advocate (cca) discovered that pt was incorrectly pressing "m" button to turn the meter on. The pt was able to test with the reported meter immediately after speaking with the cca 10 days ealier. However, he said the reported meter would not turn on 1 day later ealier or the next day. The meter, test strips, and control solution were replaced. The pt had not received the replacement product as of 8/28/06. The mas ordered overnight delivery of the replacement products. The mas advised the pt to call lfs when the replacement meter arrives to make sure he is able to test with the meter. The complaint is reported because the pt was unable to obtain a meter reading. The pt experienced symptoms that suggested hyperglycemia. Hyperglycemic readings were obtained on ems devices and the pt received insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.